Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the information received makes it somewhat unclear which event is being reported in this complaint or what the purpose is of mentioning complaint (B)(4) in the event description. According with the information received under (B)(4) : "usually this concerns the last section of the suture (last 2cm). After that de suture works normal. Lately the suture ruptures also more often close to the needle. We experienced this problem before, about 2 years ago. After that it was good for 1 or 1 ½ years. Since 6 months the problem occurs again." - have any of these events (the one experienced 2 years ago and the one reported 6 months ago) been previously reported to ethicon? If so, provide the respective reference number(s). >we made one pc on (B)(6) 2024 and cq was asked to make a second one and this was done on (B)(6) 24 - is this complaint ((B)(4)) captures any of these issues experienced before (the one experienced 2 years ago and the one reported 6 months ago): > see above answer. The information mentioned is unclear to us. - if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). > cq was asked to make a second pc for this complaint - when was the thread broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? > unknown - please provide the lot number: >au8334 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via: 2210968-2024-03595.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date in 2024 and suture was used. It often occurs that the thread breaks, even with light pressure, just at the beginning of the needle and/or somewhere in the middle. This same problem occurred before, about 2 years ago. After that it was good for 1 or 1 ½ years. Since 6 months, the problem occurs again. Procedures are prolonged because there is often the need to do the first suture again. There were no patient consequences. An additional event reported in (B)(4). Additional information was requested.